Event description:
A customer from the united states notified biomerieux of obtaining discrepant identification results when testing with the vitek® ms instrument (ref (B)(4), serial number (B)(4). Patient 2: on (B)(6) 2020, the customer performed identification testing for a patient's sample (ID (B)(6) source: sterile culture) using the vitek ms instrument. The results obtained for the initial test was brucella (90.2% confidence rating). The repeat test obtained enterococcus avium at 99.9% confidence rating, and one spot obtained no identification. The customer stated that enterococcus avium result was sent to the physician. There is no indication or report from the customer to biomérieux that the discrepant identification tests results led to any adverse event related to any patients' state of health. A biomerieux internal investigation has been initiated.